Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 260 (mg/dl) since changing pump supplies 4 days ago. Customer administered manual injections, a correction bolus, and changed their infusion site to treat bg levels; however, their bg levels remained elevated. System check with tandem technical support indicated pump was performing as intended. Reportedly, the customer used novolog insulin in the pump cartridge for longer than 72 hours. Customer was reminded that novolog is indicated for use up to 72 hours. Customer reported a bg level of 180 (mg/dl) after changing pump supplies and administering a bolus to correct for their dinner meal. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.